Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump "was not pumping" during therapy in the oncology care area (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out. Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "device was not pumping", which was not reproduced. Flow testing was completed and the device was found to operate as designed. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05610 can be removed from the FDA database.